Event description:
A customer reported that their pump issued an alarm with a malfunction code during use. There was no adverse impact to the customer's blood glucose level. The customer had previously experienced alarms with this pump and, as part of the resolution, tandem technical support arranged to replace the pump and instructed the customer on how to put the pump into storage mode before returning it. The customer was informed about using an alternate method of insulin delivery and agreed to return the faulty pump using a pre-paid shipping label.